Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error codes 1210 and 1261. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the main board. As a result, the main board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a low battery voltage. There was unknown patient involvement, no patient injury was reported.